Manufacturer narrative:
The referenced driveline infection was reported under medwatch MFR report# 2916596-2017-00635. (B)(4). Approximate age of device - 2 years, 2 months. A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists bleeding and renal failure infection as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient was home and under hospice care when the hemoglobin (hgb) decreased from 10 g/dl to 8 g/dl occurred over a two day period. The family and patient decided at that time not to come to the hospital at that time on (B)(6) 2017. On (B)(6) 2017 the gastrointestinal bleeding (gi) bleed became so severe and unmanageable at home that the patient was brought to the emergency department. The hgb was 4 g/dl, and the inr was 3.9. Coumadin was held and the patient was transfused with 4 units of packed red blood cells, and was placed on protonix. The gi bleeding continued, and an esophagogastroduodenoscopy the following morning showed diffuse, untreatable bleeding. The family and patient declined surgical intervention. The patient was transfused 2 units of fresh frozen plasma to reverse the inr, and was placed under hospice comfort care. On (B)(6) 2017, with the family¿s request, the pump was stopped and the patient expired. It was reported that the patient¿s condition had been declining over the last several months, secondary to poor renal function and a driveline infection. The patient did not wish for aggressive measures. No additional information was provided.